Manufacturer narrative:
E1: name of the initial reporter is unknown . D9: the date of the device return for evaluation is unknown. The investigation into the damage has been completed. The impella automated controller was not received from the customer. The field service engineer (fse)opened the console and found two screws lying inside the housing. The engineer then checked the controller for missing screws and saw that one screw was missing in the speaker plate. The engineer tried to reinstall the screw, but it was not possible, because the brass thread in the housing was damaged assumedly due to overtightening. The engineer then checked whether the other screws are tight enough and realized that a screw was also over cranked but had not fallen off yet. During the visual inspection the fse realized that there was a cut in the insulation of the vga-cable. The fse replaced the screws, rear housing, and cable then performed preventive maintenance. The cause of the aic issue was a loose fastener as a result of the manufacturing process. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) had an object moving inside the controller. It was reported that the customer received this brand new console and realized during a quick inspection that something was rolling inside the console when he tilted it from side to side. There was no patient harm reported.